Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Customer just started on the insulin pump and in the middle of the night went low. Customer treated themselves with orange juice and glucose tablets. Customer declined to troubleshoot low blood glucose. Customer was advised to monitor the insulin pump and their blood glucose levels.